Manufacturer narrative:
(B)(4). Concomitant medical products: 42512400710 - articular surface fixed bearing posterior stabilized (ps) left 10 mm height - 64015908; 42557000114 - stem extension tapered cemented 14 mm diameter +30 mm length - 64114697; 42500606601 - femur cemented posterior stabilized (ps) standard left size 9 - 63944679; 42540200035 - all-poly patella cemented 35 mm diameter - 63924950; 4711500398-3 - bone cement - 819ca07145. Source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient was revised on approximately 3 years later due to tibial loosening. The tibia and polyethylene were exchanged. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported on 0002648920-2022-00132.